Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with deep vein thrombosis and pulmonary embolus had a vena cava filter deployed. The patient tolerated the procedure well and experienced no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached and the patient had extensive thrombus which required hospitalization and procedures to treat clots including placement of a second filter above the existing filter. The device was removed percutaneously; however, the detached filter limb remained embedded in the caval wall . The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after one year eleven months a computed tomography revealed that the inferior vena cava thrombus extended above the level of the filter and the thrombus extends almost to the level of the intrahepatic inferior vena cava. A cavogram showed clot trapped in either of the filters. The filter was retrieved using snare and sheath device, retrieved both infrarenal and suprarenal filters and fragment of the fractured filter was embedded in the wall and it was not able to be removed a cavogram showed no residual clot in the inferior vena cava and no evidence of extravasation. Therefore, the investigation is confirmed for limb detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached filter strut embedded in the ivc wall and was unable to be removed. The patient alleged extensive thrombus which required two hospitalizations and procedures to treat clots including placement of a second filter above the existing filter. The device was removed percutaneously. The status of the patient is unknown.